Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: device was returned for analysis. The returned product consisted of the rotalink burr device. Inspection of the device revealed that there was fibrous fm (foreign material) on the distal end of the coil. The fm was from the end of the burr proximal for 3.5cm. The annulus of the burr was damaged/not rounded. Functional testing was performed by connecting the rotalink burr device to a test rotalink advancer. The advancer was connected to the rotablator control console system. The rotablator system was able to reach optimum speed with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 23jan2017. It was reported that the burr catheter could not reach the normal speed. The 96% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, it was reported that the burr catheter could not reach the normal speed. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there was fibrous foreign material on the distal end of the coil.